Event description:
Customer reports decrease in fiber vaporization efficiency at 112,749 joules. The procedure was completed with another fiber. No pt injury was reported. Reference MFR# 2937094-2012-00096 regarding the second fiber used in this procedure.

Manufacturer narrative:
Add'l info from the distributor regarding this case was that the physician's technique was not particularly good; the fiber tip was not properly cleaned and the physician was holding the tip too close to the tissue. The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was attached and intact, however, the cap was charred and drilled through. The drilled-through cap condition has the potential to result in forward-firing instead of side-firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, accelerating the fiber cap wear and limiting the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4), fiber, is used in conjunction with (B)(4), output issue.